Event description:
It was reported that during a photoselective vaporization of the prostate (pvp) procedure, the fiber tip broke. The procedure was completed using another fiber. No patient complications were reported.

Event description:
It was reported that during a photoselective vaporization of the prostate (pvp) procedure, the fiber glass cap was observed to be detached when the fiber was outside the patient. The procedure was completed using other accessory. No patient complications were reported.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established.

Event description:
It was reported that during a photoselective vaporization of the prostate (pvp) procedure, the fiber glass cap was observed to be detached when the fiber was outside the patient. The procedure was completed using other accessory. No patient complications were reported.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device underwent a thorough analysis. Visual analysis indicated that the glass cap was detached from the fiber and it was not available for analysis. Testing with the hene laser fixture was performed confirmed the fiber was continuous with no signs of breakage along the length of the fiber. Based on the information available and analysis results, the reported clinical observation of fiber break was confirmed as the cap and fiber were found to be separated.